Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer alleged that the cause of the high bg was due to pump not delivering insulin without an active continuous glucose monitor (cgm) session. Tandem technical support (cts) reviewed pump history and confirmed that basal insulin was delivered as intended. A correction bolus was delivered to address elevated bg levels. Additional information was not provided. Multiple attempts were made by cts to obtain additional information; however, a response from the customer was not received.